Event description:
It was reported that the device had possible premature battery depletion. It was noted that the patient was symptomatic at vvi 65 pacing with fatigue and a slower heart rate on a home monitor. Also, the patient had a new onset of atrial fibrillation that the physician felt was a result of the device's vvi 65 pacing. The device was explanted and replaced. There were no further reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.